Event description:
Spontaneous. Pt reported the pump broke. The black tab of the pump unable to be wind back. Pt did manual push for that infusion. No missed dose reported, pt will return pump to manufacturer. No adverse event reported. No further info. Reported to (B)(6) by pt/caregiver.